Manufacturer narrative:
No product has been returned for evaluation. Should new information become available a follow up MDR will be submitted.

Event description:
Received information stating patient was experiencing high bg's (400's mg/dl). As per customer only site used for pumping is her abdomen area.